Event description:
Same case as MDR ID# 2134265-2012-03968. It was reported that during a percutaneous coronary intervention procedure difficulty advancing a catheter over the guide wire occurred. A .014 thruway guide wire was placed at the target lesion. A 2mm x 40mm x 145cm coyote es balloon catheter was unable to advance over the thruway guide wire and the tip of the coyote es balloon catheter tore off of the balloon. No further patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).